Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 90% stenosed and calcified proximal left anterior descending artery (lad). The maverick2 monorail balloon ruptured at 14 atms on the initial inflation. The procedure was completed with another manufacturer's balloon. Patient status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9179231 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.